Event description:
It was reported that upon inspecting the instruments it was noticed that the lateral side capture was broken and cracked. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned jrny ii tka fem trial lt sz 4. The femoral trial has cracks in the metal. The trial has multiple deep gouges and burrs in the metal. The lot number can¿t be read on the device. The device exhibits signs of excessive use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.